Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the inability to remove a stylet from an io needle is confirmed; however, the exact cause is unknown. Three photographs of an io needle were returned for evaluation. An initial visual observation of the photographs showed an io needle with the stylet inserted. The stylet appeared to be rotated about 90 degrees within the needle. The tip of the needle was also observed to be damaged and blunted. Possible contributing factors include excessive torque or overtightening, damaged stylet/obturator, steep insertion angle, and excessive linear force during insertion. However, the specific root cause could not be determined based on the returned photographs. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that the 35mm io needle failed to separate from the hub after io placement in the field.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.